Event description:
During a lumbar laminecctomy, the handpiece heated up during the procedure. Afterward it was noted that the surgeon sustained a burn to his hand. Surgeon's hand was not treated. The pt suffered no adverse affects of the incident. The surgery was not prolonged.

Manufacturer narrative:
The item was not segregated and therefore will not be returned. All of the available info has been forwarded for analysis to the MFR, aesculap, germany.